Event description:
It was reported that during preparation for a procedure to treat an atypical atrial flutter, a faradrive steerable sheath was selected for use. Upon opening the sheath package and initial prep of the sheath, it was noticed that the dilator of the sheath was very difficult to flush. Upon visual inspection of the device, the dilator tip appeared defective and misshaped. Also, there was a report of an inadequate lumen for use as the user believed the tip of the dilator and lumen in its state did not allow for a guidewire to pass through it and was too small. There were no tears, rips, or separated material noted. The sheath was replaced. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.